Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by diarrhea. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, ongoing) for peritonitis. The patient was discharged from the hospital 11 days after admission. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that antibiotic treatment was discontinued and the patient has recovered from the events (unknown date). Should additional relevant information become available, a supplemental report will be submitted.